Manufacturer narrative:
Block e1: initial reporter's facility name is the first affiliated hospital of (B)(6); reported here as the facility name exceeded the character limit for the designated field. Block e1: initial reporter's phone number is (B)(6); reported here as the initial reporter phone number exceeded the character limit for the designated field. Block h6: imdrf device code a0406 captures the reportable investigation result of a cutting wire kinked. Block h11: investigation results the returned ultratome xl was analyzed, and a visual inspection found that the working length was twisted at distal section, the cutting wire was kinked, also, the tip was damaged. No other problems with the device were noted. The results of the analysis performed on the returned device found that the cutting wire was kinked. This problem could be caused by operational factors, such as manipulating the device through difficult anatomy, the used technique for the device manipulation or by the interaction between the device and the scope (hitting against a hard surface). The investigation findings and all information available concludes the most probable root cause is an adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an ultratome xl was being prepared for use in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure to be performed on (B)(6) 2025. During preparation, after unpacked it was found that the angle of the tip of the tome was not right. After bending it by hand and then inserted it into the lens, but the angle was still not right, and the catheter could not be inserted. The procedure was completed with another ultratome xl. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation finding of a cutting wire kinked. Please see block h11 for full investigation details.